Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was noted that the customer would handle the repair, and the case was cancelled. Multiple good faith efforts were made to retrieve device usage at time of event, device evaluation, repair, and operational status on 05/01/2023, 05/17/2023 and 06/07/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a defective battery. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.